Manufacturer narrative:
(B)(4). D10 - medical product: stemmed tibial component catalog # 00598002702, lot # 60136864. Femoral component catalog # 00599401391, lot # 60144631. G2: japan. H3: customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure twenty years post implantation due to dislocation. Surgeon found that post of the explanted articular surface fractured. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; d5; g1; g3; g6; h1; h2; h3; h4; h6. The event of fracture is confirmed; however, the event of dislocation cannot be confirmed. Visual examination of the provided picture identified the explanted articular surface along with a fractured fragment placed beside it. The main body of the articular surface also exhibits a fracture, around the posterior region. The smaller fragment appears to have broken off from the post area of the articular surface. There are visible signs of use, including surface discoloration. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.